Event description:
The customer's mother called to report that the customer was hospitalized after experiencing a diabetic coma. Prior to the event, the customer's roommate noticed that the customer was acting funny. The roommate checked the customer's blood glucose levels, and the customer went into a seizure, biting down on her tongue. The mother was unable to troubleshoot during the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.